Event description:
It was reported that patient presented in emergency room with symptoms of heart failure and fluid retention. Upon device interrogation, the left ventricular lead exhibited loss of capture. Fluoroscopic imaging revealed that the left ventricular lead was dislodged into the right atrium. The lead was explanted and replaced successfully on (B)(6) 2017. The patient was stable throughout and post procedure.